Manufacturer narrative:
Device was received with no abnormalities noted. Analysis of the device found no problems. Device operates according to manufacturer specifications.

Event description:
Surgeon was doing an ablation and when removing the device, the pt was burned around the cervix.